Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported pericardial effusion could not be conclusively determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The procedure was completed with good results. The mr was reduced to grade 1-2 with two clips implanted. Approximately 2 hours after the case, the patient developed a large pericardial effusion. A sternotomy was performed, but the bleed could not be located. The decision was made to place a drain and close the chest. Per the physician, it is unknown if the pericardial effusion was caused by the abbott device. The patient went to the intensive care unit (ICU) without an adverse event and was doing well day 1 post procedure.